Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
The cement reservoir cap was leaking upon turning the delivery system t-handle. Suspect it may have loosened while inserting it or form passing it from the scrub tech. Sterile water was leaking from the interface of the cement reservoir and the cement reservoir cap.